Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for high blood glucose of 590 mg/dl. The customer stated that the events leading his admission were vomiting, thirst, and ketones. The customer also stated that the insulin pump alarmed no delivery during bolus. Troubleshooting was declined. No further information was provided.